Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after interventional treatment, femoral artery was blocked, and angiography was performed before using 6f angio-seal device. A 4mm of femoral artery angiography showed no vascular calcification, stenosis and bifurcation tortuosity, it did show that the vascular occlusion failed, and bleeding at the puncture site. Hemostasis was achieved after manual compression, and the patient's condition was stable. Additional information was received information received (B)(6) 2019: patient had a history of peripheral vascular disease. Bleeding occurred in the procedure room. A pre-deployment angiogram was performed. The patient's hospitalization was extended due to the event. This was a right femoral artery puncture. Additional information was received information received 08/07/2019: there was no blood loss greater than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.